Event description:
A u.s. Distributor reported that a monitor's response buttons were intermittently functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was intermittent. The cause for the failure was caused by the front response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.